Event description:
Procedure was restorative #18 mo composite. Dentist was notified after treatment 3 days later that pt had 5 x 5 cm blister on left lateral side of tongue. Treatment administered: miracle mouth rinse as needed.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Damage was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specs. Tests after repair showed no overheating.